Event description:
Report received of a tubing separation at the manifold of a custom anesthesia tubing set. The customer reports that the set is used for the infusion of lactated ringers and anesthesia administration. It was reported that the set was not tightened enough and one of the ends of the manifold separated from the tubing. When the drape was removed from the pt, the separation was noticed. It was reported that the pt had lost approx 250cc's of blood. The pt was reported to have received proper anesthesia for their procedure. It is unk to the reporter if blood work was drawn or if the pt required a blood transfusion. No report of adverse pt effect. Additional pt info was requested, but no further info was available.